Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Troubleshooting was not performed due to the event occurred in the past. Reportedly, the customer continued to experience receiving the 50 unit minimum notification after multiple attempts. The customer also reported that the fill estimate was inaccurate. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to load a cartridge and complete load process.